Manufacturer narrative:
Additional information: b1, b5, g4, h1, h2.

Event description:
Information was received from the customer that "in some instances, the tracheostomy tube was removed and replaced if backup was available. If no back up was available, the faulty tracheostomy tube was reinserted".

Manufacturer narrative:
Investigation results completed on a smiths medical silicone-bivona tube neo/ped tts. Pictures were received along with four samples from p/n 67sp045 l/n unknown. Revealed in pictures the cuff was not inflated fully on one side. When testing device it was visually inspected at 12 inches. Contamination was noted on the cuff. Initially partially inflated but after manipulation the cuff inflated four times uniformly. Prior to release the device passed 100% of testing done by engineering. Unable to establish root cause of event and no fault found . As preventative measures, production personnel was notified by quality engineer on (B)(6)2020. As awareness of the defect reported by the customer.

Event description:
Investigation results completed on a smiths medical silicone - bivona tubes neo/ped tts . This will be summarized in h -10

Event description:
It was reported it was reported that the cuff component had inflated asymmetrically. The product problem was observed while in use with a patient. No patient injury or complications were reported in relation to this event.